Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reports four months after the dental implant was placed in ada site 5, the implant had not yet achieved osseointegration. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reports four months after the dental implant was placed in ada site 5, the implant had not yet achieved osseointegration. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).